Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a backup vvi mode alert via merlin.net transmission. Programming changes were discussed. The patient was stable. No further information was available.

Event description:
New information noted that the restoration was performed successfully. The asymptomatic patient was fine.